Manufacturer narrative:
Product ID 3093-3,3 lot# v476082, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a kidney infection which started 4-5 days ago and since then they haven¿t been able to urinate as much. Follow up information received on (B)(6) 2014 reported that the patient did not have a physician. The patient had not met with a physician or manufacturer¿s representative for issue. Their implantable neurostimulator (ins) had not been reprogramming nor had their programmer unit been replaced. It was also reported that the patient had not or will not have surgery to fix the issue. The patient stated that they are no longer having problems with their device system. If additional information is received, a follow up report will be sent.